Event description:
It was reported there was a speaker defective. Audio was not confirmed. The device was in clinical use at time of event, no adverse event was reported. A good faith effort (gfe) was made to see if there was sound.

Manufacturer narrative:
E1: reporter institution phone number: (B)(6). E1: reporter phone number: (B)(6). A good effort attempt conducted could not confirm if there was still sound present as the speaker error was immediately visible in the error log when it was switched on, and the device was then immediately taken out of service. The authorized service provider (asp) went onsite and confirmed the speaker was defective and needed replacement. The asp replaced the speaker assembly. The device was operational after repairs were completed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.